Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis in the gastrointestinal tract on (B)(6) 2013. According to the complainant, during the procedure, difficulty was experienced advancing the clip down the scope and out of the sheath. Once the clip was closed onto the tissue; it would not deploy. The clip was then opened back up and removed with the delivery catheter. Difficult was also experienced removing the device from the scope. After the device had been removed from the patient and the scope, the clip broke in pieces. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine. Investigation results revealed the clip was mashed onto the bushing and failed to release from the catheter, therefore, this is now an MDR reportable event.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiration date. The reported event of bushing bent. Reported event of clip would not release from catheter. Investigation results visual examination noted that the clip assembly was mashed onto the bushing. There was a kink in the control wire. The prongs had an overbite and were not locked into the capsule. The slider cover and cross pin were detached from the slider. The over sheath assembly was not returned. Functional analysis revealed the clip assembly could not be deployed and the prongs could not be opened or closed. The investigation found that the clip could not be released from the catheter and could not be opened or closed. Based on the condition of the returned device, the reported failure of clip broke was not confirmed, however all other reported failure modes were. It is likely that due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.